Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was dissatisfied with the catheter handling as it was difficult to slit the proximal third. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.